Manufacturer narrative:
Evaluation findings of fiber broken within the connector. One accutrac 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. There were no signs of damage noted along the laser fiber¿s body. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. As a result, aiming beam and effective transmission was not measured. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was boston scientific corporation on may 25, 2016 that an accutrac 200 laser fiber was used during a procedure performed on an unknown date. According to the complainant, during procedure, the laser fiber would not work. The physician turned up the laser energy and the fiber still would not fire. The accutrac fiber was removed and replaced with another fiber to complete the procedure. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.